Event description:
It was reported that during surgery to replace the patient's vns generator due to end of service, electrocautery was used that resulted in a pulse disabled condition on the new generator. A back-up generator had to be implanted. Attempts for the return of the disabled generator have been unsuccessful to date.